Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and confirmed that a false blood back event occurred. The fse installed the datasette upgrade, and performed functional testing and safety checks. The iabp unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that a blood detected alarm occurred on the cs300 intra-aortic balloon pump (iabp), while in use on a patient. There was no visible evidence of blood. No patient harm or injury was reported.

Manufacturer narrative:
On (B)(6) 2018, we discovered that the date of the initial MDR should be changed to (B)(6) 2017 based on an earlier aware date of a duplicate complaint. Please refer to mfg report number: 2249723-2018-00096.

Event description:
It was reported that a blood detected alarm occurred on the cs300 intra-aortic balloon pump (iabp), while in use on a patient. There was no visible evidence of blood. No patient harm or injury was reported.